Manufacturer narrative:
Product ID 37702 lot# serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that stimulation was turning off and the patient had noticed ¿it has gone quiet.¿ it was clarified that the feeling of stimulation would go away for a couple of seconds. The patient understood that the feeling of stimulation could sometimes change with the change of a position, but in her case the feeling of stimulation would just disappear for a few seconds. The patient wondered if the battery could be going to end of service (eos). The patient did not check with the patient programmer (pp) if there were any elective replacement indicator (eri) or other messages. There were no recent reprogramming and she ran her stimulator on 24/7. It was noted that the patient did not have a managing healthcare provider (hcp).